Manufacturer narrative:
The reagent lot number is 790123. The expiration date was requested but not provided. The investigation reviewed the qc and the results were within range. There was no indication of a performance issue with the reagent. The investigation reviewed the alarm trace and multiple sample short alarms were noted on the date of the event, close to the time the sample was processed. The field service engineer (fse) inspected the module and determined that a loose lock nut on the rinse volume knob had caused the event. He adjusted the rinse volume to the correct specifications. He verified the module's performance by mechanism checks and photometer checks with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 results from 40 patient samples tested on the cobas 8000 cobas c 502 module. The reporter provided 3 patient samples with discrepant results: sample 1: the initial result from the module was 12.3%. The repeat result from another module was 5.4%. Sample 2: the initial result from the module was 6.2%. The repeat result from another module was 5.58%. Sample 3: the initial result from the module was 6.3%. The repeat result from another module was 5.6%.